Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the hospital due to hyperglycemia and the presence of large ketones. The patient's blood glucose levels reached 541 mg/dl while wearing the pod between 24 and 36 hours; a manual injection was delivered and pod was removed. Symptoms reported include nausea. At hospital, patient was treated with an anti-nausea pill; patient's mother also stated a medication was prescribed but could not recall the name. Patient was discharged the same day.